Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 183 mg/dl. The customer's daughter say the pump is emptying out the reservoir more quickly. The customer action prior to the event was not sure. Customer stated they cannot able to upload to care link at this time. The customer was advised the insulin pump will need to be replaced and revert to backup plan of manual injections. The customer was advised to monitor blood glucose until replacement arrives.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the reservoir tube window corners, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.